Event description:
It was reported that the patient presented for device change-out due to normal eri. Increased capture threshold was observed. Externalized conductor were also noted proximal to the rv coil via fluoroscopy. The sense/pace portion of the lead was capped. Defib portion of the device remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.